Manufacturer narrative:
(B)(4). Evaluation of the returned product found the lens rotated inside the nozzle and the rod passed over the iol. The volume of used viscoelastic material appeared too less. The rod cap was detached from the rod before expected position. (B)(4) the most likely root cause was user error, the customer did not apply enough volume of viscoelastic material. Asked customer to reconfirm the use of viscoelastic material. (B)(4).

Event description:
The reporter stated that upon handling the screw plunger of a (B)(4) 20.0 diopter preloaded injector, the rod passed beside the iol and the lens became stuck. There was no patient injury and the surgery was cancelled.